Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio anomaly. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump display was completely locked and constant beeping, also found an error. The troubleshooting was performed and was advised to insert a new battery once the five minute pump rest was completed and after new battery insertion and was tone recurred. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with frozen display followed by an unexpected constant audio tone alarm. After disassembling the electronic assay stack and assembling the electronic assay stack device power up properly, problem isolated to electronic assay stack.